Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient states the device is sometimes very painful, like when he sits in the car. Caller states he was bed ridden for 3 days because of the pain. Caller goes to a physical therapist. Caller wants ins removed, the ins is irritating him. Patient does not have a current doctor but was sent a list of doctors who handle this product. No further complications were reported or are anticipated.